Manufacturer narrative:
(B)(4). The complaint states that the patient experienced stomach discomfort. Patient's (gi) specialist confirmed patient had an intestinal blockage on (B)(6) 2015. The reported event cannot be confirmed. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the experienced stomach discomfort under diaphragm. Patient's mother is unsure if the discomfort is dexcom related. Patient has been experiencing stomach discomfort since starting dexcom use. Patient's stomach discomfort doubles after eating. Sensor was inserted at the arm on (B)(6) 2015. Sensor was removed on (B)(6) 2015. Patient's mother denies patient experiencing fever, redness, heat or swelling at sensor insertion site. Patient was seen by her pediatrician on (B)(6) 2015. Patient was seen by a gastroenterologist (gi) specialist on (B)(6) 2015. Patient was prescribed prilosec and a probiotic. Patient's mother reported that it was determined at a follow up appointment on (B)(6) 2015, that the patient was diagnosed with an intestinal blockage. No additional event or patient information is available.